Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay and the elecsys ft4 iii assay on a cobas 8000 e 801 module. The erroneous initial values were reported outside of the laboratory to the clinician. The clinician asked for a repeat of the sample. The sample initially resulted with a tsh value of 0.092 miu/l, which repeated as 25.9 miu/l. The sample initially resulted with a ft4 value of < 2 pmol/l, which repeated as 13.5 pmol/l. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 331814 and the ft4 reagent lot number was 331807. The reagent expiration dates were asked for, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.